Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to defective q1 and v4 components on both ecgs in the distribution node (dn). The belt was unable to pass a falloff test. The root cause for the defective q1 and v4 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that an electrode belt had non-functional ecgs.